Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer stated that the self did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4, pump error 23, pump error 49 or pump error 68 noted. Pump error 63 was confirmed in the device history, problem isolated to electronic assemblies.